Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the glue holding the luer lock to the patient line appeared to be "degrading". The customer sent tandem's technical support a photo of the patient line and luer lock appeared to be partially detached from the patient line. The customer's blood glucose level was reported to be 200 mg/dl. The customer replaced the cartridge and took a bolus.